Event description:
False positive wbc caused by ghost cells.

Manufacturer narrative:
The issue of false positive wbc was detected by the customer when controls were ran. A failure in negative controls alerted the customer of the issue. Upon account visit, the flow cell, pbv valve, waste well assembly and rinse pump were replaced. Controls were re-ran and all numbers were within normal range upon instrument servicing. No injury or change in pt management was reported.